Manufacturer narrative:
(B)(4).

Event description:
This lv lead has intermittent loss of capture that was noted on home monitoring. The lv output was increased and the issue is considered resolved as of (B)(6) 2017. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.